Event description:
The facility reported a pump with failure code 810:11. This occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 810:11 could not be confirmed or duplicated during service, therefore there were no corrections made to the device.